Event description:
Bayer case number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("burns and it pulled off my skin.") And medical device site erosion ("it pulled off my skin.") In a 40 year-old female patient who received midol heat vibes medicated plaster (lot no. Unknown). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2024 the patient received midol heat vibes 1 patch. On (B)(6) 2024, the day of midol heat vibes initiation, she experienced thermal burn (seriousness criterion medically important). On unknown date she experienced medical device site erosion (seriousness criterion medically important). Midol heat vibes was withdrawn. At the time of the report, the thermal burn had not resolved. The outcome of medical device site erosion was unknown. No causality assessment was received for midol heat vibes with regard to thermal burn or medical device site erosion. Quality-safety evaluation of ptc: for midol heat vibes: based on technical investigation, products are only released when the results of the analytical release tests are within the specified limits. An in-depth ptc investigation cannot be conducted by the quality unit as neither a batch number nor sample was provided. A quality defect could not be confirmed. Therefore there is no reason to suspect a causal relationship between the reported events and a quality defect. The reported events are not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: quality-safety evaluation of ptc. Unconfirmed quality defect. Update of global ptc number, ptc result attached, ticked final report, update of imdrf codes and EU mir fields. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(6). This spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("burns and it pulled off my skin.") And medical device site erosion ("it pulled off my skin.") In a 40 year-old female patient who received midol heat vibes medicated plaster (lot no. Unknown). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2024 the patient received midol heat vibes 1 patch. On (B)(6) 2024, the day of midol heat vibes initiation, she experienced thermal burn (seriousness criterion medically important). An unknown time later she experienced medical device site erosion (seriousness criterion medically important). Midol heat vibes was withdrawn. At the time of the report, the thermal burn had not resolved. The outcome of medical device site erosion was unknown. No causality assessment was received for midol heat vibes with regard to thermal burn or medical device site erosion. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: no new information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.